Event description:
The customer reported that the system displayed a file system corruption detection error message. This error is likely to prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.